Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high and varied capture thresholds were observed. The patient was brought in for lead replacement, but the threshold had decreased. The threshold is still out of range, but the physician decided against replacement and will monitor the patient. The patient was okay.